Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of this lead revealed a cut on the insulation. The laboratory found a bloody/body fluid in the lumen. The tip was intact and undamaged. Continuity test with manipulation was performed and no abnormalities were noted. The analysis result could not confirm the allegation of high thresholds and dislodgment. The lead tip has no visible signs of damage or defect which would lead to dislodgment.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds of 4.5-5 v. During fluoroscopy check, it was found out that the lv lead had dislodged with the lead tip been very proximal to the take-off of the antero-lateral branch. The lv lead was repositioned several times but the lead had still dislodged. Subsequently, the physician decided to remove the lead and replaced with a new lead. The lv lead is no longer in service. No additional adverse patient effects were reported.

Event description:
--